Event description:
On (B)(6) 2012, it was reported that the patient would undergo prophylactic generator revision. During revision, the generator migration would be taken care of. Surgery was confirmed to have occurred on (B)(6) 2012. Attempts for the explanted generator have been unsuccessful. The patient initially reported generator migration since the original implant. Follow up with the physician showed that the date on which migration began is unknown. The patient is obese, and the patient has gained weight over the last few years: this has caused the patient to feel like the device is migrating. No interventions had been taken or planned at this point. No patient manipulation or trauma was noted as the migration was attributed to weight gain. It was unknown if a non-absorbable suture had been used during the initial implant. It was also stated that the patient's seizures were rather violent, as the patient was obese. The physician stated that the patient's mother was not convinced of the magnet's efficacy. The patient had reportedly been seizure-free for about one year. In earlier years, the patient was experiencing painful stimulation at an unknown location. The physician believed the lead had migrated because the patient reported painful stimulation. The physician was also unable to visualize or palpate a movement of the lead or generator on the patient: this was the physician's only indication for suspecting migration was the patient's painful stimulation. X-rays were ordered; however, no diagnostics were run. (The x-rays were not sent to the manufacturer for review.) The physician also reported an increase in seizures but did not believe the increase was above the pre-vns baseline. Medications for the seizures were increased as an intervention. Follow up with the physician showed that both normal mode and system diagnostics were ok. Lead migration was not visually confirmed, and the physician's new assessment was that the lead had not migrated since both diagnostics were ok. The increase in seizures was attributed to some other factor (stress) and not vns. No dosing adjustment, trauma, or injury preceded the painful stimulation. The physician adjusted the patient's output current, and the patient was no longer experiencing pain.

Event description:
Product analysis was approved on (B)(6) 2012. It was found that the septum was not cored, eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history.

Event description:
The explanted generator was received on (B)(6) 2012 and is currently undergoing product analysis.